Event description:
It was reported that pump displayed malfunction code 16 with additional fault information and could not be reset, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to switch to multiple daily injections as backup therapy, place pump in storage mode, return pump using a prepaid label, and then program settings and reconnect continuous glucose monitor on replacement pump, while a warranty replacement pump was arranged and shipping details were confirmed.